Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacture: an examination of the returned device found that when an attempt was made to wet test the rotablator plus unit, it was noted that the catheter sheath was leaking approximately 16-17cm from the strain relief. Two pin holes were evident where the catheter was leaking. A tug test was performed and not issues were noted. A connection/disconnect test were completed, no issue were noted with the units hand shake connector. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications . The most probable root cause is user/use error. The rotablator dfu states that "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a fluid leak was noted in the shaft. A 1.50 mm rotablator rotalink plus was selected for preparation; however, a fluid leak was noted in the shaft. Contrast medium was leaking out of two small holes identified in the burr's catheter, approximately half way distal from the connection of the advancer towards the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a fluid leak was noted in the shaft. A 1.50 mm rotablator rotalink plus was selected for preparation; however, a fluid leak was noted in the shaft. Contrast medium was leaking out of two small holes identified in the burr's catheter, approximately half way distal from the connection of the advancer towards the burr. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.